Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during the use of the device for the infusion of insulin, the set detached from the patient's skin and fell away from their body. The home care patient reported that the detachment occurred less than 24 hours after placement of the infusion set. According to the home care patient, their blood glucose levels rose to over 450 mg/dl due to the interruption in insulin therapy. The home care patient reported that they administered an insulin injection to resolve their blood glucose levels. No permanent adverse effects to the patient reported.